Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer control board failed due to cable issue. The field service engineer reseated row board cable connections and removed bad cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had pyxis cubie failed.the customer reported that the pyxis continues to fail cubies after they have been recovered all in the same drawer and there was a delay in patient care.there were no adverse events or injuries reported based on this event.